Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, seat and rewind and basic occlusion test. Unit was unable to prime during prime compromised forced sensor system test due to faulty fsr (gold). Motor tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and changed the battery and was not able to rewind. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.